Event description:
Caller states this pod not insert cannula. Caller states daughter's blood glucose level went from 125 to 300 in a few hours. They removed pod when daughter got home from school and saw that cannula was not inserted. They then activated a new pod. No further problems were reported.

Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism had fired prematurely into the needle cap, leaving the needle tip partially extended and unable to retract. This occurred prior to the placement of the device. The user failed to note this condition and applied the pod. In addition, this condition would be visible to the user via the viewing port upon placement if the labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.